Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to noise. The right ventricular (rv) lead also exhibited high/undefined pacing and superior vena cava (svc) coil impedances, and high thresholds. The leads were capped and the implantable cardioverter defibrillator (ICD) was explanted and not replaced per the patient's request. No further patient complications have been reported as a result of this event.